Manufacturer narrative:
Device investigation details: additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31074237m and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
Occlusion/ no irrigation. This case is from the health authority. It was reported that during the operation, device (including port, luer hub) was not irrigating. A second device was used to complete the operation. There was no adverse event reported on patient.

Manufacturer narrative:
On 12-mar-2024, additional information was received indicating the procedure was actually a premature ventricular contraction. During the operation, there was an intermittent or low irrigation on the device but not complete occlusion. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4) it was noticed the incorrect event description was reported in section b5 of the 3500a initial MDR. The incorrect statement was: ¿occlusion/ no irrigation. This case is from the health authority. It was reported that during the operation, device (including port, luer hub) was not irrigating. A second device was used to complete the operation. There was no adverse event reported on patient.¿ the correct statement should have been: ¿it was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a navi-star¿ thermo-cool¿ electrophysiology catheter and the device was not irrigating. It was reported that during the operation, device (including port, luer hub) was not irrigating. To troubleshoot the issue they tried to flush on high flow and flush with a syringe. A second device was used to complete the operation. There was no adverse event reported on patient. On 6-feb-2024, additional information received indicated the issue was noticed during use on patient and suspected to be only a catheter issue. There were no error messages.¿

Manufacturer narrative:
Manufacturer's ref. # (B)(4) on 3-apr-2024, it was noticed the following information was omitted from the 3500a supplemental (follow up) medwatch # 1. "It was determined this event is duplicate to bwi complaint # (B)(4) and manufacturer report number 2029046-2024-00250. Any new information about this event will be reported to FDA from (B)(4) and manufacturer report number 2029046-2024-00250. No additional updates will be captured or reported under (B)(4). And manufacturer report number 2029046-2024-00689."